Event description:
It was reported that stent damage occurred. The target lesion was an in-stent restenosis of a previously implanted stent located in the right coronary artery. A 3.00x38mm promus premier¿ stent was advanced to the lesion however, the device was not able to cross the previously placed stent even after several attempts. The device was then withdrawn however it was noted that one of the stent struts in the mid segment of the stent was lifted. The device was not used. Aggressive predilation was performed in the lesion. Another 3.00x38mm promus premier¿ stent was advanced using a guidezilla guide extension catheter and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that a stent strut in the mid-body of the stent was raised outwardly from the balloon. This type of damage is consistent with the stent encountering resistance during withdrawal advancing. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A kink was evident in the midshaft extrusion at 3mm proximal to the port. This type of damage is consistent with excessive force having been applied to the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).